Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not identify the syringe. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. Although the reported issue could not be duplicated in testing, review of the device event log confirmed the reported complaint. Further inspection determined the pump had cracks in the top case, plunger cases, battery door and barrel clamp head. Additionally, the c9 component had broken off interconnect board and clutch leadscrew was worn. The battery capacity also measured below minimum specification. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device's affect parts were replaced and the device passed all testing.